Manufacturer narrative:
Approximate age of device - 4 years. The explanted device was returned to the manufacturer; evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient recently experienced heart failure like symptoms including dyspnea upon exertion, inability to tolerate moderate exercise, and lower than expected estimated flows of 3-4 lpm while the lvad pump was set at 11,000 rpms. The patient's inflow cannula appeared to be severely restricted on CT scan and indicated that the "inflow graft had collapsed in the inflow cannula". This was reported to be visually verified when the patient underwent a pump exchange on (B)(6) 2015 due to the inability of the lvad to off-load adequate volume from the left ventricle.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The explanted device was returned to the manufacturer for evaluation. The report of a collapsed inflow knitted graft was confirmed through the evaluation of returned lvad pump. The device was returned assembled with the driveline cut approximately 3¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. The lumen of the inlet tube revealed no evidence of adhered depositions or thrombus formations. The silicone sleeve over the sealed inflow graft conduit was properly secured to the graft attachments. However, the silicone was cut down its length and was partially severed circumferentially around the sleeve. The space between the silicone sleeve and the inflow knitted graft, which is outside of the blood flow path, revealed a normal ingrowth of tissue. The knitted graft was deformed inward, potentially restricting the normal flow of blood through the flex section of the sealed inflow conduit. However, the interior of the inflow knitted graft revealed no evidence of adhered depositions or thrombus formations, indicating that there was proper surface washing through the sealed inflow conduit. The symmetrical geometry of the kinks suggests that they may have formed due to negative pressure in the inflow graft conduit. As previously reported, the pump was operating at 11000 rpm, which could have potentially contributed to event; however, a root cause for the negative pressure condition could not be conclusively determined. The textured blood-contacting surface of the inlet elbow revealed no adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: patient was having issues with dyspnea and chest pressure. CT of chest showed inflow cannula narrowing of 50%.

Manufacturer narrative:
(B)(4).